Event description:
It was reported that during a transurethral needle ablation of the prostate, the needles on the prostiva handpiece failed to retract. The physician had deployed the needles and then heard a snap. The device was removed from the pt with the needles still deployed. A second handpiece was used to complete the case. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.